Event description:
Per the clinic, the patient experienced chronic skin issues at the abutment site. On (B)(6), 2014, the patient underwent a procedure to have the abutment removed and a magnet placed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.